Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (type ii endoleak). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Vessel morphology was reported as not unusual, with no calcium or tortuosity. The aneurx limbs were crossed at implant. On a later date, an additional talent cuff was implanted, for an unknown reason. It was reported that the patient presented symptomatically with a growing 7.7cm aaa and a type iii, fabric endoleak, in the ipsilateral limb, probably due to abrasion from the crossing limbs. There is also a type ii endoleak. An intervention was performed to implant an endurant 16x16x82 limb in the pre-existing aneurx. The endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.